Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an atrial fibrillation (afib)/atrial flutter (afl) procedure with a smart touch bidirectional sf catheter. At the end of the procedure, the patient's heart rate increased. Therefore, the physician checked the intracardiac echocardiography image and the effusion was discovered. Upon transthoracic echo, the effusion was enlarging and the patient's blood pressure was decreasing. The procedure was aborted. They performed a pericardiocentesis in the ep lab. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event was that the patient improved. There is no information about the hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. Then, an irrigation test was performed and the catheter passed, no occlusion was observed. After that, the catheter was evaluated for eeprom, carto3 system and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. In addition, eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, the catheter was tested for deflection and the catheter failed. The catheter was dissected and it was noticed that the t bar slid down from its place. Residues of polyurethane (pu) application was found at the t-bar anchored place, dacron assembly was in correct position which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed .the root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. However, the deflection issue is not related with cardiac tamponade, the root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The event. The flow setting was set to 2ml/min standby mode, 8ml/min at <30w and 15ml/min at => 30w. The smart ablate gave an error of ¿zero flow¿ during the procedure. The catheter was removed from the body and flushed to ensure it was not clogged. It was then returned to the body to continue ablation under flow parameters above described. The sheath used was not known. The patient received heparin, totaling 19,000 units during the procedure duration. The act values were 400, 300-356, and 409. The shaft proximity interference (spi) value was not known. The smart touch bidirectional sf catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17616265l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - bayless needle; carto 3 system, model #: unknown, serial #: unknown; smart ablate pump, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib)/atrial flutter (afl) procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. At the end of the procedure, the patient's heart rate increased. Therefore, the physician checked the intracardiac echocardiography image and the effusion was discovered. Upon transthoracic echo, the effusion was enlarging and the patient's blood pressure was decreasing. The procedure was aborted. They performed a pericardiocentesis in the ep lab. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event was that the patient improved. There is no information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that there was no product malfunction. A double transseptal puncture was performed with a bayless needle. The event occurred during the ablation phase. The overall time for ablation at the site of injury was unknown as the ablation was not continuous at the site. The last ablation cycle time at the site of injury was 20 seconds. There were no factors sited that may have contributed to the event. The generator was set at power control mode, 25-30 watts for af and 35 watts for cti. Impedances ranged from 110-120 ohms. At the time of injury, the parameters were under thresholds. However, the precise values were not known. The power was titrated according to anatomical areas. It was not known how fast it reached the target setting before